Event description:
The physician used the visica treatment system to cryoablate a fibroadenoma. During the procedure, a 1 cm band of frost was observed on the portion of the probe that is proximal to the skin. The area of frost was not near the skin and was located approximately 1 cm distal to the plastic handle. Since the frost was not near the skin, the procedure was completed. No patient injury was reported.